Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation's results, the cause was not established, as the findings do not lead to a clear conclusion about the cause of the adverse events. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited moisture under the light guide cover glass, dirt in the objective lens, and no image. There was no patient involvement.